Manufacturer narrative:
Section h6: health effect - clinical code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. No autopsy was performed and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (revision b) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including sepsis, respiratory failure, thrombosis, renal dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that that the patient passed away due to untreatable profound hypotension, a drop in spo2, and oliguria.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's hypertension and respiratory dysfunction were accompanied by high fever and an increase in white blood cell count (26000/l). This was likely caused by a septic event. The patient had microthrombosis on their toes the day prior. The patient was treated with volume, high dose catecholamines, and intubation. The device operated as expected. The hypotension, renal/respiratory dysfunction, and death were not determined to be related to or caused by the device or device therapy.